Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician suspected that the electrodes could have been damaged when patient had a car accident several years ago. The physician could not tell by looking at the leads if they were fractured or broken. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that several contacts on the lead was producing high impedances. The patient will undergo a revision procedure wherein the entire system will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead.

Event description:
A report was received that several contacts on the lead was producing high impedances. The patient will undergo a revision procedure wherein the entire system will be replaced.